Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor was missing an electrode. No further information provided.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors; found both sensors were received with the cannula retracted inside of the sensor base, unable to confirm if the customer received the sensors damaged due to the customer returned opened and used.